Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated occlusion alerts while using an infusion set, leading to four infusion sets being deemed unusable and requiring replacement supplies. Symptoms included no adverse clinical effects, with blood glucose levels reportedly maintained within range through prompt user intervention. Outcomes included supply replacement and guidance to disconnect like for showering and run the fill-tubing-only process before changing all components if an occlusion alert recurs. Investigation included customer interview and technical review based on user-provided information. Investigation of this case revealed that the issue was consistent with an infusion set occlusion that resolved after supply change. It was concluded that the event involved an infusion set occlusion with user management steps provided and replacement infusion sets issued.